Manufacturer narrative:
No product allegation - evaluation: results: a visual inspection of the returned product found no visible damage to lens. There was evidence of clear surgical residue.

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. The surgeon decided to implant a anterior chamber lens, because the zonules would not hold the lens. Lens was removed. No widen incision needed to be removed lens. No patient injury. Reporter did not have further information available. There was no product allegation.